Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer went to emergency room and then was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 476 mg/dl. Customer had problems with his blood glucose, ended up in the emergency room yesterday because his blood glucose was almost 500 mg/dl, and then stated that may be the insulin pump was not working properly. The customer was treated with manual injection, insulin pump and insulin drip. Customer had symptoms such as nausea and vomiting. Customer was unable to complete carelink upload. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer wishes to perform the high pressure test. Troubleshooting was performed high blood glucose. The insulin pump will not be returned for analysis.